Manufacturer narrative:
Device evaluation: analysis of the returned device identified; crease fold, wear abrasion, yellow particles inner the shell and two opening on radius. Leak test and microscopic analysis was performed which identified; opening crease smooth and striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. A striated opening assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.